Event description:
It was reported that the customer received a compromised force sensor system alarm while trying to prime his insulin pump. The customer's blood glucose level was 156 mg/dl. The drive support cap was sticking out. He was advised to disconnect from the insulin pump. The product was not returned. Nothing further to report.

Manufacturer narrative:
Reference medwatch 2032227-2014-66121 for additional information. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).